Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted due to an infection at the pocket site. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# j0428036v, implanted: (B)(6) 2004. Product type: lead: product ID 748240, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).